Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire stuck in the introducer/dilator was not confirmed. The customer returned one guide wire with advancer and one needle from the catheter over needle assembly. The catheter was not returned. The sheath dilator assembly was also not returned. The guide wire was received threaded through the needle. The returned components were visually and microscopically examined. Visual examination revealed that the guide wire is slightly kinked at the j-bend. A manual tug test confirmed that both welds are intact. Microscopic examination confirmed the kink and that the welds were full and spherical with no separations observed. The guide wire measured 45.5 cm which meets the length specification of 45.0-45.8 cm per graphic. The outside diameter of the guide wire measured 0.620 mm which does not meet specification of 0.838-0.877 mm per graphic. Since the returned guide wire is not the guide wire packaged in this kit, the origin of this wire and the defect found in this wire cannot be confirmed. In addition, the guide wire was returned threaded through the needle from the catheter over needle assembly from the reported kit. The guide wire is not meant to thread through other remarks: the needle from the catheter over needle assembly. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. However, the returned guide wire is not the correct size of the wire packaged in this kit. Therefore, the origin of the returned wire and the cause of the defect observed in the wire cannot be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion, the guide wire got stuck in the introducer needle. The insertion site was the patient's ij. As a result, another kit was used successfully. There was no patient death or complications reported.